Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a knot in the tether system was observed following placement of the leadless implantable pulse generator (ipg). The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.